Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted in the patient¿s left eye. Postoperatively the patient experienced halos. The patient had a prior history of laser-assisted intrastromal keratomileusis (lasik). The multifocal iol was subsequently explanted during a secondary procedure; no unplanned incision enlargement, sutures, or vitrectomy were required, and no procedural delays were noted. The lens was replaced with a monofocal iol, model dib00, 25.0 diopter. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.